Event description:
It was reported that the patient had tenderness and discomfort at the insertable cardiac monitor (icm) implant site. The device was explanted and no new device was implanted as replacement. The device was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had tenderness and discomfort at the insertable cardiac monitor (icm) implant site. The device was explanted and no new device was implanted as replacement. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field b1: adverse event/product problem. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Device was put through a series of automated testing that verified sensing and device functionality. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.